Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was being performed? The device was used in pulmonary lobe resection. Was the device articulated when the event occurred? If yes, what position was the device in? Yes, but the surgeon did not mention the position. How was the device removed from the tissue? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or firing)? No.

Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. Another device was used to complete the procedure. There was no adverse event on the patient.